Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3100 did not work. It was discovered prior to surgery that it was "broken" and it "wasn't operating." A new kit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was no evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on 10/15/2010. Internal file number - (B)(4).